Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the rep stated the patient told them that their ins turned off unexpectedly on (B)(6) 2020 around 12:57am. The rep obtained a file from the patient's device and wanted it analyzed. The patient was switching from group c to group a and it sounded like the ins was off when the patient switched to a. The rep noted the ins was charged to 70% and the controller was 100%. This issue had started happening a month or a few weeks prior to (B)(6) 2020, but they hadn't documented the occurrences. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's ins turning off unexpectedly was not determined. It's unknown if the issue was resolved, but the patient was ordered a new programmer. No further information was reported.